Event description:
It was reported that after activating the CPR the functions of the bed could not be used anymore. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.